Event description:
One touch basic enhanced meter was prompting the not ok message. The patient reported that the message appeared upon powering the meter on. According to the owner's manual, the meter had electronic problems if the message appears upon powering the meter on. The patient neither alleged harm nor experienced injury or medical intervention. The patient reported taking insulin and contacting a medical professional for advice. No furether treatment was sought. Patient's meter was replaced.